Manufacturer narrative:
(B)(4). The srt installed a new flow meter as part of the epgs reconditioning process and the flow meter failed. The srt replaced the flow meter. The epgs operated to manufacturer's specifications. During laboratory evaluation, the product surveillance technician (pst) installed the flow meter into a lab use only (luo) epgs and connected the epgs to a system 1 simulator and central control monitor (ccm). The pst connected the epgs to oxygen and air, entered a perfusion screen on the ccm and waited for the 15-minute warm-up period. After the warm-up period, the calibration of the epgs was initiated and passed. The pst compared the flow measured on an external flow meter to the flow set point and it was the same from .1 to 10 l/min. At 5 l/min, the external flow meter measured 5 l/min. The flowmeter and its connections were physically agitated during testing but that did not cause any failure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the flowmeter of the electronic patient gas system (epgs) showed incorrect flow readings. Actual flow reading was 5.04 l/min while flow meter reported 2.20 l/min. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Additional testing from the manufacturer's supplier found that the unit was in working order and met specifications. It was identified as part of the defective lot and may be an intermittent failure. The supplier has determined that the sensor likely has an intermittent wire bond failure that is dependent on external factors. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.